Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30880203l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with an thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The product was not used in a clinical trial. The event happened during a procedure. The representative was not in the procedure at the time of the event. Pericardial drain inserted. Surgery was abandoned due to the event. Transseptal puncture was performed with a abbott brk, stsf inserted into la. Difficult transseptal, so echo performed, all normal. Sheath swapped, octaray inserted into la, stsf reinserted. Patient commented they had chest pain and st changes were noted. Echo was performed, effusion noted. Catheters removed from left atrium and drain inserted. Patient stabilized. The adverse event occurred on (B)(6) 2023. The adverse event was discovered during use of bwi products. The physician¿s opinion on the cause of this adverse event was due to the procedure ¿ possibly a wire caused a small hole resulting in a slow effusion. Drain was inserted. Outcome of the adverse event was fully recovered with no residual effects. Patient required an overnight stay because of the adverse event. No ablation was performed. Thermocool smarttouch sf catheter was used but no ablation or mapping performed with it. Catheter had not been zeroed at this point. No additional filter used with the visitag. Prior to noting the pe or CT, ablation was not performed. No evidence of steam pop. Event occurred after transseptal phase. Correct catheter settings were selected on the generator. There is no product to return. This is a procedure complication, no product fault reported. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.